Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 300's mg/dl range at the time of these events. Correction boluses via the pump were delivered to address the bg levels. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusions could not be performed.